Event description:
It was reported the the retaining stem inserter was broken.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "broken retaining stem inserter". The product was not returned to depuy synthes, however photo was provided for review. See attachment (B)(4) broken retaining stem inserter¿. The photo investigation did not reveal any defect with the 259807570, retaining stem inserter. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the 259807570, retaining stem inserter would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the broken retaining stem inserter (please see image attached). The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed that the retaining stem inserter was found broken from the threaded tip. The broken fragment was not returned for examination. No other issues were found. The tip breakage is consistent with the user applying excessive leverage/torque on the retaining stem inserter in a side-to-side or circular pattern." A dimensional inspection was unable to be performed due to post manufacturing damage. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the retaining stem inserter would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.